Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the helix was retracted and within specification. Resistance and pressure tests were completed to assess the leads electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Dried blood was noted throughout the helix mechanism. Analysis concluded the lead was electrically continuous.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, visual inspection revealed the helix was retracted. Resistance and pressure testing were performed to assess this leads electrical and insulation integrity. Analysis revealed these measurements were within specification. The helix failed to retract, likely due to dried blood products throughout the helix mechanism. Analysis could not confirm the reported clinical allegation; electrically, this lead met specification.

Event description:
Boston scientific received information that a revision procedure was performed. This atrial lead was not capturing. An x-ray revealed the lead had dislodged. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Event description:
- -